Manufacturer narrative:
Exact date unknown, event occurred years ago from the date reported. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(4), batch: 17107014. Explant date: years ago.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed and discarded. No further information has been obtained despite good faith efforts.